Event description:
A patient in the ICU, intensive care unit, was placed on dopamine therapy for several days based on low non-invasive blood pressure readings from the monitoring system. The patient experienced prolonged hospitalization, additional consultations and grade 1 bilateral bleeds.